Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed; however, stretched tip coils were noted. It is likely that the noted stretched coils are what was perceived by the account as the separation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, the stretched tip coils likely occurred during removal from the dispenser coil. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the barewire when it was removed from the dispenser hoop, it was noted the tip appeared to be separated. A new barewire was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the barewire when it was removed from the dispenser hoop, it was noted the tip appeared to be separated. A new barewire was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.